Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m head 36mm +1.5 hip femoral head; pinnacle mtl ins neut36idx50od hip acetabular liner; pinn sector w/gription 50mm hip acetabular cup; corail2 lat coxa vara size 10 hip femoral stem; pinn can bone screw 6.5mmx35mm hip acetabular cup screws x 2; pinn can bone screw 6.5mmx25mm hip acetabular cup screw; pinn can bone screw 6.5mmx30mm hip acetabular cup screw; apex hole elim positive stop hip acetabular cup apex hole eliminator.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Patient revised for a grinding sound/feeling in hip. Doi (B)(6) 2009, dor (B)(6) 2010 (left hip). Update 2/6/2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update: 10/18/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 19 nov 2010: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges infection and loosening of the cup. All of the depuy devices were reported in the impacted product due to the alleged infection. The head and liner were updated. Added associated contact, hospital name, and facility name. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (left hip) first revision. (B)(4) (left hip) first revision. (B)(4) (left hip) second revision.